Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent high blood glucose beginning in the evening, with fingerstick values up to 512 mg/dl despite pump-delivered corrections; the infusion set was moved from the arm to the abdomen due to concern for site issues, and the user later reported having coffee and breakfast while the pump displayed high. Symptoms included hyperglycemia with thirst. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.